Event description:
The connection at the end of the pigtail drain detached leaving the drain with nothing connected to it. The pigtail drain had to be removed and reinserted. No adverse effects to the patient were reported due to this occurrence. Additional information received (B)(6) 2014: patient was being prepared to be transferred to a different medical institution. The drain was checked so it could be sutured to patient. Drain was in patients chest, however, the 3 way tap and white opaque hub were connected together on the floor (they had fallen off the pigtail). The proximal end of the catheter had nothing on it. It was inspected to see if the catheter had been cut, in case that was why the hub fell off, but it definitely wasn't cut. There was no evidence of any of the catheter remaining in the hub and the proximal end of the catheter was shaped as though it had been sitting inside the hub. The drain was removed and it was decided not to re-insert a drain prior to transfer. Unsure if the other medical facility re-inserted a drain once the patient arrived there.

Manufacturer narrative:
Catalog #c-utpt-1400-wayne-112497. Not provided by reporter. Patient code: removal of foreign body is not labeled. Device code: separation is labeled. Per information supplied by the customer, no product will be returned. Quality control confirms the overall surface is clean, free of foreign matter and excessive dents. We are unable to determine with certainty the root cause for the reported difficulty encountered. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. Quality engineering risk assessment was used to assess the risk of this complaint. The addition of this complaint does not change the conclusion that no further risk reduction is required.